Event description:
Customer reported experiencing high bgs (301-324mg/dl) while wearing the pod for 14 hours. Customer reported that the pod initiated an occlusion alarm, but did not report that the cannula was kinked. Pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.